Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was alarming motor failure. Troubleshooting was performed and the insulin pump received a failed battery alarm and then went blank. The customer mentioned the insulin pump was dropped because the belt clip broke. The customer states that it does sound like something is rattling inside the pump. There was no exposure to moisture and the drive support cap was normal. The customer's blood sugar was 123 mg/dl. The insulin pump will be returned for analysis.